Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31 mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During routine 45-day follow-up transesophageal echocardiography (tee), on (B)(6) 2025, imaging showed no leaks, shifts or evidence of device related thrombus (drt). In (B)(6) 2025 the patient presented to the emergency room (ER) on an unknown exact date, with slurred speech and evidence of stroke. No imaging was performed to confirm or deny presence of drt at the time of stroke symptoms. The patient was on aspirin (asa) only at the time of stroke, but the neurologist put the patient back on dapt. A tee will be performed in (B)(6) 2025. The patient was discharged home but still has lingering speech issues, which have improved but are not completely resolved. It was further reported that the event date was on (B)(6) 2025.

Manufacturer narrative:
B3 date of event: updated per surpass data.

Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During routine 45 day follow up transesophageal echocardiography (tee) on april, imaging showed no leaks, shifts or evidence of device related thrombus (drt). In (B)(6) 2025 the patient presented to the emergency room (ER) on an unknown exact date, with slurred speech and evidence of stroke. No imaging was performed to confirm or deny presence of drt at the time of stroke symptoms. The patient was on aspirin (asa) only at the time of stroke, but the neurologist put the patient back on dapt. A tee will be performed in (B)(6) 2025. The patient was discharged home but still has lingering speech issues, which have improved but are not completely resolved.